Event description:
In 2002 end-user called medtronic minimed, and stated that there has been an incident with hyperglycemia or ketoacidosis. No explanation for the incident. On 9/19/2002 maersk medical received the complaint. No samples were returned for analysis.